Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it is alarming xdcr fault, low pip and high rate. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the printed computer board assembly (pcba). The reported issue was duplicated. The root cause was isolated to faulty xdcr transducer. This reported issue will be tracked and internally investigate the situation.